Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. The investigation could not draw any conclusions about the reported event: however evidence suggests rim loading and the liner was not properly seated can be attributed to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Review of the attached DHR for 121928146 pinn mar lot ck4a410 did not reveal any anomalies. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Marathon inlay loosening after about 2 years of implantation.